Event description:
It was reported that the patient was hospitalized due to a blood clot in his lungs and a possible stroke (this event occurred the day after lead replacement-reference manufacturer report #3004209178200902761). The patient's status was undetermined at the time of the report.